Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), product type :lead. Product ID: 977a260, serial#: (B)(4), product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 17-dec-2024, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 17-dec-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that on (B)(6) 2021 and after, the patient had trouble charging their ins. The patient had their wires replaced because of the many issues they had with the device never working and having trouble charging. Some of the wires were "not connecting." Since im plant, nothing had been working so they finally fixed the leads. Additional information received from the patient. It was reported that the patient had to have surgery on (B)(6) 2021 because they found out a lot of the leads were "not connected." The ins didn't work since it was implanted in 2020 and it was horrible and upsetting. The patient saw their healthcare provider and told them that they were in a lot of pain and nothing was working and the patient was paying for it. They couldn't make a meal or clean their house because of their pain. The patient went to their two week check up and the lady was having a hard time finding the implant. They drove three hours to see their representatives and they were not able to get the therapy working for them, the patient was not getting relief and they were very upset. It had been a year since the implant worked and they were in the pain and they thought their quality of life would be better. The patient couldn't sleep near their husband because they were afraid they would mess up their surgery and their family was suffering from this situation. The patient noted that they were in the hospital for 7-8 days for their second surgery for pain management due to pain and they were on pain medication.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: explanted: product type lead product ID 977a260 lot# serial#(B)(6) implanted: explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. Patient called back stating that they think that they will have to make an appointment with their mdt rep to have their stimulator adjusted. Patient stated that they went through a lot of pain and that their device was not connected to their nerves correctly. Patient stated that they have a revision on (B)(6) 2021; before then they had been cooped up with pain and felt that their stimulator was not working right. Patient mentioned that they had to have the revision because they needed to fix the stimulator and leads so that it would work correctly; patient followed up by saying that the device has been working on and off since the surgery. The purpose of the surgery was to reconnect things and help improve the patients pain. Patient stated that they went to their managing hcp every month to get readjusted; they had been doing this since they were implanted. The patients doctor did something to their stimulator and found out what was wrong, the doctor was able to readjust the stimulator. Patient mentioned that they had a lot of pain before the surgery but then after the surgery they felt less pain. Patient stated that they have an upcoming appointment with a doctor in san diego to address their stimulator and for further assistance because they have limited assistance in south dakota. Patient stated that without the stimulator their leg goes completely numb and they feel a phantom pain.